Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that 15 days prior to contacting lifescan she obtained results of "87 and 183mg/dl" on the subject meter performed more than 20 minutes apart. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that 15 days prior to contacting lifescan, after the alleged issue occurred, she developed symptoms of "dizzy and cold sweat" and self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.